Event description:
It was reported per article of interest literature review that this review focused on how to interpret alerts for structural failure of right ventricular (rv) implantable cardioverter-defibrillator (ICD) leads, but most alerts for pace-sense components of defibrillation leads also apply to pacing leads. The authors showed an example of false-positive oversensing alerts in figure 4 in which a boston scientific device experiences electromagnetic interference (emi) oversensing. Figure 5 showed representative pacing impedance trends, example d showing abrupt transient increase to both in-range and open-circuit values, likely caused by an is-1 header-lead pin mismatch between a boston scientific implantable cardioverter defibrillator (ICD) and a non-boston scientific lead pin. The lead remained in service. Recent interrogations showed a normal trend, and radiograph showed complete pin insertion. Example e showed gradually increasing impedance in a boston scientific endotak lead. Electrical function remained acceptable, and the lead remained in service. Example g showed abrupt transient impedance decreases within the normal range in a boston scientific pacing lead connected to a boston scientific pacemaker. Electrical function was normal, and the lead remained in service. The cause was not known. No adverse patient effects were reported.

Manufacturer narrative:
Swerdlow, charles d., et al. (2021). Interpreting device diagnostics for lead failure. Heart rhythm 2022;19:154-164. Https://doi.org/10.1016/j.hrthm.2021.09.027.